Event description:
The pt was treated with bovine collagen and had a localized allergic reaction. The physician prescribed oral benadryl, oral antibiotics and intralesional kenalog. This physician did not want to report this event and would not provide further pt information.